Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on february 2, 2021 mentor became aware that it erroneously omitted a value from g2. G2 has been populated with this report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with unknown smooth mentor saline prostheses experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, bilateral prosthesis replacement with 490cc mentor memorygel breast implants was performed on (B)(6) 2019. This is a previous complication noted from additional information received for a current complication reported for this patient under 1645337-2021-00258 and 1645337-2021-00259. See 1645337-2021-00381 for contralateral prosthesis report.